Manufacturer narrative:
The system was examined and the reported event was replicated. The laser core module was replaced and returned to resolve the issue. The system was tested and found to meet product specifications. The system was manufactured on december 10, 2010. Based on qa assessment, the product met specifications at the time of release. The core module was received for evaluation. A visual assessment of the returned sample did not reveal any nonconformity. The sample was placed in a calibrated system and booted up. The reported sm was displayed. Port 1 illuminated purple, indicating it was available for use, and port 2 illuminated red, indicating there was a potential problem. A laser probe was then connected to both ports sequentially. Port 1 worked, port 2 did not. The sample was then disassembled to investigate the port switching function. Substantial static friction was felt within the port selector assembly. The port selector was then manually exercised. The port selector still had substantial static friction in the top position but less resistance than before the initial resistance was broken. The port selector assembly was then disassembled. Though no debris was found, the contact points between the bump stop pad containing the kapton tape .50 d disk and port selector mirror mount were swabbed with isopropyl alcohol (ipa). The port selector assembly was then reassembled, and the ¿stickiness¿ was no longer felt when manually exercised. The sample was then fully assembled and placed back in hotbed. The sample successfully connected to the operating system, both ports were able to be selected and rings illuminated purple. The rings illuminated green when a probe was connected to each port sequentially, indicating the port selector successfully switched between the ports and the issue was resolved. No relevant sms were observed. The root cause of the reported event can be attributed to ¿stickiness¿ of the port selector assembly. However, when or how the ¿stickiness¿ occurred remains inconclusive. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported there was a laser issue. Additional information has been requested.